Event description:
It was reported that during a tips treatment procedure to place a wallstent in a patient with end stage hepatic disease, deployment difficulites were encountered. The procedure was considered to be a last ditch effort. Using an amplatz super stiff guide wire, the physician had difficulty advancing the wallstent over the wire to the target lesion. When attempting to deploy the wallstent it seemed to be stuck and could not be deployed. The entire system was removed and it was possible to deploy the wallstent when it was outside of the body. The amplatz wire was examined after removal and no abnormalities were noted. A cook rosen guide wire was then introduced and a second wallstent advanced. Difficulty advancing the device was again experienced, but the second wallstent was deployed and the procedure was successfully completed. The patient was returned to ICU following the procedure. It was discovered during the course of clinical follow up that the patient expired a few days following the procedure secondary to a gi bleed. The patient death was not related to the wallstent procedure.